Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The evaluation confirmed that the device freezes while in use, and the battery has to be removed to restart it. The device's touch screen was replaced to resolve the customer's issue. Although the issue of the device freezing could not be identified, it was confirmed that the device was not working properly. Reporting institution phone # (B)(6).

Event description:
Philips received a complaint on the suresigns vs4 nbp, spo2 indicating the system continuously freezes. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.